Manufacturer narrative:
Correction made to g3: date received by MFR: 10/17/2022 (previously submitted as 10/18/2022). H4: the lot was manufactured from april 02, 2022 - april 03, 2022. H10: one actual device and a photograph was received for evaluation. The returned sample was partially filled with a liquid solution. Visual inspection along with magnification was performed and two white elongated particle matter polymeric appearing and possibly of acrylonitrile butadiene styrene consistent with fill port material appeared in fluid pathway. In the photograph only. There was no particulate matter that could be observed in the fluid path of partially filled container. The reported condition was verified in the photograph; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as a ¿small, long particle¿ in one bag, a ¿small particle¿ in the second bag, and ¿two particles small, white¿ in the third bag. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.